Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker had started to feel ill and got pneumonia which developed into sepsis. Moreover, the pneumonia and infection had eventually cleared however, the patient was still weak and tired. The patient will be following up with the physician. No further information has been obtained despite good faith efforts. The device remains in service. No additional adverse patient effects were reported.